Event description:
Hyper-al leaking from air vent site. Pt to receive nothing by mouth. Blood sugar dropped to low 30's. Pt bolused with dextrose 10% to keep blood sugar up until IV fluids could be infused.